Event description:
This spontaneous device case, which does involve an adverse event, reported by a pharmacist who contacted the company with a product complaint, concerns a male of unknown age or origin. The patient was taking an unspecified medication for treatment of diabetes. On an unspecified date, the humapen ergo unknown body type was reported to be broken; there was a problem with the mechanism and the patient had to put a lot of pressure on the pen to see the insulin come out. When he had the problem with the pen, he went to the hospital and had an injection of insulin because his blood sugar went up to 27.5 mmol and his normal reading was 5-8 mmol. The outcome was not provided. This humapen ergo is associated with another device. The patient operated device. It was unknown if the patient was trained. The duration of use was not provided. The return of the device was unknown. It was unknown if the patient continued use of the humapen ergo pen. Update 11-nov-2008; upon review five days earlier, completed EU/sa button fields, added intervention required as serious criteria and updated narrative with information.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occured. Note: this is an initial report: a follow-up report will be submitted when the final evaluation is completed.